Manufacturer narrative:
Correction to include reported lot # of devices involved in this event: 1 - cev504a - lot # 201206mf2 (reported lot number is not a lot of this device) 1 - cev504a - lot # 201206mf1 (manufactured june 5, 2012) 2 - cev504b - lot # 201207mf1 (manufactured july 11, 2012).

Manufacturer narrative:
This device is used for therapeutic purposes. This is the second procedure to obtain biopsies-the initial failed attempt was performed on (B)(6) 2012, where the user encountered the same difficulties as with the second procedure. On follow-up to obtain the final outcome, it was reported there were no consequences to patient. The initial procedure resulting in injury is reportable as a separate adverse event and was therefore reported separately on medtronic regulatory report #9680837-2013-00003. (B)(4). The investigation report found no fault in the device, indicating the most probable origin of the reported incidents is user error from either incorrect synchronization between aspiration and the cut during biopsy or incomplete cut due to improper assembly of the insert on the handle according to recommendations in the provided IFU. All devices returned passed all tests and met specifications.

Event description:
It was reported that during a second biopsy procedure on the rectum of a (B)(6) infant on (B)(6) 2012, after several unsuccessful attempts with medtronic product cev504b (scheye cvd curette insert dia3mm), the surgeon decided to use cev504a (scheye cvd curette insert). During the biopsy, after aspiration and cutting, the clamp remained stuck in the rectum. Surgeons did not have any choice than to pull the instrument out with the blocked membrane and risk stripping it, or to release the mucous. The mucus membrane strips made and left were up to 7 mm long. After a moderate bleeding and 7 or 8 attempts without a successful biopsy, the surgeon opted to proceed surgically to obtain the biopsies.